Manufacturer narrative:
(B)(4). The regalia xs 1.0 guide wire was returned for evaluation. The distal part of the guide wire was covered for approximately 20 mm from the tip. The polymer jacket was torn off and the underlying coil was exposed for approximately 4 mm from the tip. The ball tip remained attached on the very distal end of the guide wire; the coil remained in one piece. Microscopic observation found that coil pitch on the exposed coil was widened as well as the polymer jacket was stretched and twisted likely by torsion generated when the coil was stretched. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that existing stent graft and tensile stress generated with wire removal had most likely contributed to the observed tearing of the polymer jacket of the returned regalia xs 1.0 guide wire. It was inferred that the tip was being caught likely between the arterial wall and the stent graft when the guide wire was being removed; both the coil and the polymer jacket were stretched. Because the polymer jacket is less stretchable compared to the coil, the stretched polymer jacket became split and peeled off. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire; warnings: if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, malfunction and adverse effects: breakage of the guide wire.

Event description:
It was reported that the polymer jacket of an asahi regalia xs 1.0 guide wire peeled off during coil embolization to treat an endoleak in an unspecified artery in the pelvis. The guide wire was used to deliver the embolization coil to the leakage site when the tip became stuck. Upon removal against resistance, it seemed the tip became detached. The detached part was located in the embolization site; therefore, the physician determined to lock it with the embolization coil as there was no damage to the artery. The patient was fine without problem after the procedure.